Event description:
It was reported that the customer had an issue with the insulin pump's up button. The up button was not responding. Her blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no up button response due to unlocked lcd keypad connector. The device had cracked reservoir tube lip and minor scratched lcd window.